Event description:
The international customer reported the ventilator battery was not functional. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers service technician reported a power management pcb board and battery were needed for service. The parts estimate is in progress, with service completion pending.

Manufacturer narrative:
Supplemental report

Event description:
The manufacturers field service engineer replaced the battery and power management pcb board.

Manufacturer narrative:
Service completion pending.